Event description:
The valve was implanted in 2002 (exact date unknown). In 2003 the pt's ventricle was found to be expanded. The doctor reprogrammed and manually pumped the valve. It was determined that the valve was leaking and the pt's ventricle expanded again. The valve was explanted and replaced. Following explantation, the doctor noted that the valve had a cut in its silicone housing between the valve and siphon guard component.